Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported they noted a leak above the male connection of the tubing while infusing alprostadil at 8 ml and while connected to a patient. There was no patient harm.